Event description:
It was reported that the patient had missed their refill date and subsequently pump started alarming. According to the physician, within a day or two of this the family noticed an increased dystonic posturing. The patient then presented to emergency "yesterday" in acute baclofen withdrawal. The patient was currently in the intensive care unit (ICU) with "rhabdomyolysis", sweating, ¿etcetera.¿ the physician refilled the pump and provided a priming bolus of 149 micrograms (mcg) over four hours. The pump was reset to simple continuous infusion of 400mcg/day with a concentration of 1000mcg per milliliter (ml). The patient was usually on a flex dosing pattern but the pump was left on simple continuous until the patient was managed out of this crisis. Patient injury was reported and the patient¿s current status was reported as unknown. The patient was still in the ICU and slowly recovering. At this point the patient did not appear to have any permanent damage but was still a long way from ¿better¿ per the managing physician. The implanted products¿ mode/serials and patient identifiers were provided. It was then further provided that the patient was out of danger but was still hospitalized but this was related to other issues.

Manufacturer narrative:
(B)(4).